Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to moisture damage on the keypad trace. They were unable to perform the displacement test due to the keypad anomaly. There was no moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose is 185 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that he sweats a lot because he exercises a lot. Customer was not able to access anything due to the alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.